Event description:
It was reported to gems that the pinhole collimator fell off of the starcam 300 detector, striking the technologist and pt. No injuries occurred. Reportedly, the screws that held the two collimator latches loosened, resulting in the collimator not being properly secured. This was corrected at the site by re-attaching the collimator and applying thread locking compound to the screws to prevent recurrence.